Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of critical pump error and moisture damage from the insulin pump. The customer's blood glucose reading was 110 mg/dl. The customer stated that he took a shower with the pump. The customer needed to change the battery and saw some water in the battery compartment. The customer received a critical pump error image on the pump screen. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump passed all functional testing, including the rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. No unexpected critical pump error was noted during testing. Also, no unexpected pump error alarms on the pump history were noted. However, found moisture damage on the electronic assembly. No moisture damage was found on the keypad, motor or battery tube assembly. The pump was received with a scratched case, a pillowing keypad overlay, a fading serial number label and minor scratches on the lcd window.